Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported from a phone survey that bd alaris¿ system displayed error code 255-xx-xxx.